Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Cts, unable to guide the caller through initial troubleshooting, later assisted in loading a new cartridge using the correct technique, allowing the caller to resume insulin therapy successfully. Issue was resolved with no additional information regarding the outcome of the event.